Event description:
It was reported that a cartridge change error occurred with the legacy pump. There was no reported impact to the customer's blood glucose level. The customer already had access to support resources for the legacy pump and was in contact with legacy support, leading tandem technical support to inform the customer that they would no longer provide technical support or supplies for the legacy pump. No further action was taken by the technical support team, and the case was closed.